Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their top lip of the reservoir compartment was broken off and reservoir falls out sometimes. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement due to broken reservoir tube lip. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.